Event description:
It was reported that intermittently a cartridge alarm occurred during insulin delivery with multiple cartridges. Additionally, it was reported that an occlusion alarm occurred. Customer reverted to an alternate method of insulin therapy. Customers blood glucose level was 180-220 mg/dl.